Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced ¿two episodes¿ of peritonitis on unknown dates. It was not reported if the patient was hospitalized for the events. The cause of the events, treatment details, and patient outcome were not reported. Dianeal therapy remained ongoing. No additional information is available.